Event description:
Home patient's daughter reported that the patient has had inadequate connection between tubing sets and solution bags from this lot no. Patient is on ancef & bentamicin for elevated white blood cell count & cloudy effluent. Cultures taken and were negative. Patient experienced this difficulty weekend of 11/7/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.